Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and ovarian cyst ('ovarian cyst') in an adult female patient who had essure (batch no. 50670534) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), endometriosis ("endometriosis") and ovarian cyst (seriousness criterion medically significant). The patient was treated with surgery (bilateral ovarian cystotomy and robotic assisted complete resection of fallopian tubes). At the time of the report, the pelvic pain, endometriosis and ovarian cyst outcome was unknown. The reporter considered endometriosis, ovarian cyst and pelvic pain to be related to essure. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and ovarian cyst ('ovarian cyst') in an adult female patient who had essure (batch no. 50670534) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), ovarian cyst (seriousness criterion medically significant) and endometriosis ("endometriosis"). The patient was treated with surgery (bilateral ovarian cystotomy and robotic assisted complete resection of fallopian tubes). At the time of the report, the pelvic pain, ovarian cyst and endometriosis outcome was unknown. The reporter considered endometriosis, ovarian cyst and pelvic pain to be related to essure. Lot number:50670534 manufacturing date:2012/06 expiration date:2015/06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.